Event description:
Resident received tube feedings. Their order reads 1000cc osmolite hnc 84cc/hr via closed system, divided into 4 feedings, at 3 hour periods. Also receives 420cc nss for flushes. Resident received 250cc in early am by 11-7 shift. Pump was then turned on at approximately 10am to instill another 250cc, at 84gtts/min. At 1:31pm resident was noted to be vomiting. It was noted at this time that 750cc was instilled from 10am, leaving the bag empty. Pump was checked to make sure the parameters were set correctly, and were properly set. At 7pm resident temperature increased 100.9. Physician was notified of both events.